Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A seventy-two-year-old male presented to ER with st segment elevation mi. Patient was hypotensive and in acute kidney injury on arrival. He was taken to the cath lab and underwent percutaneous coronary intervention (pci). An intra-aortic balloon pump (iabp) was placed for coronary perfusion. Stent placement was aborted due to recent valve placement. An echo was done which showed a ventricular septal defect (vsd). The patient remained hypotensive. The patient required coronary artery bypass grafting, however, was deemed high risk due to the vsd. An impella 5.5 was placed and removal of iabp completed. Vasopressor support was continued post operatively as well as mechanical ventilation. There were no adverse events noted while on impella 5.5 support. Ultimately, the patient became septic requiring escalation of vasoactive support. Additionally, significantly elevated right heart pressures were noted and most likely due to tear or rupture of repaired vsd, per cardiothoracic pa. The family made the patient dnr/cmo. Care was withdrawn and the patient expired shortly after. There were no impella related adverse events as all were due to patient cardiogenic shock and comorbidities associated with that. Death was due to family decision to withdraw care.

Manufacturer narrative:
Corrected information: d4 catalog number updated. H6 component code changed from g04105 to g07003. The investigation of the sepsis has been completed. The root cause of the injury was not determined due to insufficient clinical details. There were no impella related adverse events as all were due to patient cardiogenic shock and comorbidities associated with that. Death was due to family decision to withdraw care.